Manufacturer narrative:
Findings: unit alarmed a33 during prime/a33 test at 4lbs due to faulty fsr (gold). Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer was in the process of changing out her set when insulin started shooting out across the room. Customer had a compromised force sensor system alarm. Customer's blood glucose level was 248 mg/dl. Customer wears a belt clip which blocks it. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.